Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have a damaged syringe end block. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. The user interface module master software version for this device is not available at this time. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the syringe end block. To correct the condition, the syringe end block was replaced. If any additional information is received, a follow up MDR will be sent.